Event description:
This complaint is now reportable based on the analysis completed on 27jul2009. It was reported that during a coronary drug eluting stenting treatment procedure, it was not possible to cross the lesion. The physician attempted to advance a taxus liberte drug eluting stent 2.50x16.0mm in the heavily calcified right coronary artery (rca) but was unable to cross the lesion due to "heavy calcium". The procedure was completed with another of the same device. No patient complications were reported. Patient's status reported as "stable". However, the returned product revealed that there was distal stent damage.

Manufacturer narrative:
A visual and microscopic examination identified distal stent damage. The stent struts on rows 1 to 3 were stretched and misaligned. This type of damage is consistent with the device encountering some form of resistance during insertion and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. No additional product analysis or external evaluations were performed. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is operational context as the device performance was limited due to anatomical/procedural factors. (B)(4).